Event description:
As reported to coloplast though not veriifed, patient implanted with devcie on (B)(6) 2006. Afterwards patient experiences severe bodily injuries, physical pain and suffering.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.